Manufacturer narrative:
This supplemental report is being submitted, to provide additional information from the customer (see updated sections b5).

Event description:
Additional information was supplied by the customer. There was no intended procedure before repairing the device. The customer's report was not related to any procedure. The product will not be returned to olympus, because a field service engineer visited the customer facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation of use, the lamp would not light on the visera elite ii video system center. There were no reports of patient harm associated with this event. The field service engineer was dispatched to the facility.

Manufacturer narrative:
The field service engineer performed an on-site visit. The on-site evaluation found that the allegation was not confirmed. The device was inspected and was working properly. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.